Manufacturer narrative:
Concomitant medical product: product ID: c6tr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated that the atrial lead had elevated threshold. The parameters on the lead were re programmed and the lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.